Event description:
Breast implants done in 1978. Suspicious of trouble in 1991, experienced headache, eye troubles, rash, pain in joints, stress, tumors, chills, slow wound healing, weakness in muscles, loss of energy, fatigue, numbness, skin twitches, tightness of skin, problem with left knee and swelling. Removed on 2/26/92 and showed silicone leakage.